Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test, displacement accuracy test or verify over delivery anomaly due to prime anomaly. Unable to test air bubble anomaly due to prime anomaly. Unit received with cracked reservoir tube lip, stained end cap sticker and minor scratches on lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer's current blood glucose is 258 mg/dl. The customer did experienced the symptoms such as awful and low blood pressure. The customer was treated with syringes. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The customer was alleging insulin pump for under delivering. The customer also stated that the reservoir had air bubbles. Troubleshooting was continuing for air bubble and noticed that the air bubbles were not removed successfully. The product will be returned for analysis.